Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl. The customer did not know the cause of the high bg and stated that a healthcare provider was to be contacted. A nurse called on behalf of the customer reporting that the customer had been hospitalized due to the high bg and diabetic ketoacidosis (dka). The nurse did not know the cause of the high bg/dka and requested instructions on how to turn the pump off. The nurse did not provider further information. Although multiple requests were made to obtain more information, the customer did not reply.